Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing, appropriately been mark on the blank zone. The technical services (ts) discussed and recommended reprogram options. This ICD remains in service. No adverse patient effects were reported.